Event description:
A stryker micro reciprocating saw was called in for repair due to overheating during a podiatry procedure. No adverse event was reported; the procedure was completed with another drill without any procedure delay.

Manufacturer narrative:
The device was received for eval; add'l info will be submitted once the quality investigation is completed.